Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor blood/body fluid (not obstructed), outer insulation breached depression, blood in/on helix/lobe mechanism. Full lead returned and analyzed. (B)(4) no anomalies found, but the grommet is damaged.

Event description:
It was reported that the device was replaced due to sensing difficulties and the lead for oversensing suggestive of noise. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor blood/body fluid (not obstructed), outer insulation breached depression, blood in/on helix/lobe mechanism. Full lead returned and analyzed. Evaluation summary: (B)(4) no anomalies found, but the grommet is damaged.